Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two days post the catheter was secured, the entire cover detached from the pad. There was no reported patient injury. No other information provided.

Event description:
It was reported that two days post the catheter was secured, the entire cover detached from the pad. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock device with a foam pad and adjustable posts was returned for evaluation. An initial visual observation showed use residue on the returned sample. The retainer of the device was observed to be almost completely detached from the foam pad. Some pieces of the foam pad were observed to be missing from the pad and were found to be stuck to the upper side of the underside of the retainer. Only a few small pieces of the foam pad were found stuck to the lower side of the underside of the retainer. A microscopic observation revealed poor adhesive coverage and adherence on the underside of the retainer, particularly in the lower section of the retainer. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.